Manufacturer narrative:
This incident is being reported due to being likely to cause or contribute to a death or serious injury. There was no indication of patient involvement with this incident. This incident was discovered during a preventative maintenance visit by a third-party repair technician. Limited information was available and multiple attempts to obtain additional details were unsuccessful. This issue is believed to be similar to one that has been previously investigated and has been addressed through a corrective action. The root cause of this issue was found to occur during the initial setup of the device or replacement of the actuator. The provider or caregiver must mount the actuator to the boom/mast connection points. Due to several reasons, the user may omit the plastic bushing during assembly. Without the actuator bushing in-place, the rod eye will wear through. Resolution for this issue has been implemented. This device was manufactured prior to the resolutions implemented in the corrective action.

Event description:
During a preventative maintenance visit by a third party technician it was found the patient lift actuator wasn't attached to the mast and the hole for the bolt is worn out and is oval shaped, unable to raise or lower mast with or without weight. The technician indicated the device was in severe disrepair.